Event description:
It was reported a device embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had a broccoli shape and the la pressure was 8mmhg. Heparin was administered and the activated clotting time (act) after the trans-septal puncture was 564 seconds. A 24mm watchman flx closure device was deployed. There was a large shoulder in the 90 and 135 degree views and the compression was 14-22%. There were no leaks noted. The closure device was released. After release upon echocardiogram, it was noted that the closure device embolized to the left ventricle. The patient underwent cardiovascular surgery and the closure device was retrieved. The patient was in recovery post surgery and was stable. However, they suffered cardiac arrest prior to discharge and died due to cardiac arrest with do not resuscitate (dnr).